Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) app shut down twice and restarted after the staff tried to view a specific patient strip. Customer states that both times the cns came back up without any issues, but after the 2nd time the staff decided not to attempt reviewing the patient strip again. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) application shut down twice and restarted after the staff tried to view a specific patient strip. Customer states that both times the cns came back up without any issues, but after the 2nd time the staff decided not to attempt reviewing the patient strip again. No patient harm reported. Investigation conclusion: root cause: based on investigation, there was a software deficiency with pu-681ra. The cns would reboot when trying to recall a waveform using backfill waveform data from time intervals where the gz transmitter is powered off. This issue was addressed in software version 02-13 which was released in 11/2020. The customer's cns was running versions 02-08. The root cause is related to user error as the customer is not using the most recent software version. As this issue has an overall risk score of medium, a corrective action and preventative action (CAPA) is not warranted, and the issue was addressed by nihon kohden releasing new software. Customer was alerted to upgrade the software version in this cns. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H4: device manufacturer date. H6: event problem and evaluation codes. H9: na. H10: additional manufacturer narrative: additional attempts were sent to customer on (B)(6) 2021 via microsoft outlook for patient information: reply was received, and customer could not provide the requested information in a2-a6 or b6 & b& but did state that the issue has not been recreated since the initial report.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) app shut down twice and restarted after the staff tried to view a specific patient strip. Customer states that both times the cns came back up without any issues, but after the 2nd time the staff decided not to attempt reviewing the patient strip again. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) app shut down twice and restarted after the staff tried to view a specific patient strip. Customer states that both times the cns came back up without any issues, but after the 2nd time the staff decided not to attempt reviewing the patient strip again. No patient harm reported.